Event description:
Couldn't pass an .038 guidewire through the dilator. No details available-the doctor had the event occur in the past and couldn't provide specific details. He was able to assure that no patient injury or additional medical intervention was necessary.